Event description:
An Impella CP device was inserted into the right femoral artery in a 49-year-old male patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS), in Society for Cardiovascular Angiography & Intervention (SCAI) shock D stage, on multiple inotropes and vasopressors, and on a ventilator for respiratory support. The patient's comorbidities are unknown.On Day 1 of support, while the patient was in the intensive care unit (ICU), there was blood in the urine. The performance (P) level was lowered and the hematuria resolved. The patient remained hemodynamically stable.After two days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the Impella functioned as intended at P-4 at 2.7L/min with D5W Sodium Bicarbonate in the purge solution.Lowering the P-level in an Impella reduces mechanical stress on red blood cells, thus clearing the hematuria.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.